Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient was reporting a blood glucose reading of 'high', then of 687 mg/dl. No unusual treatment was required. Customer admits to suspending pump following occlusion/empty cartridge alarms. Customer support attributed the hyperglycemia to training/misuse issues.